Event description:
It was reported that when the patient was in the hospital for non-device related issues, a device check found multiple auto mode switch episodes due to competitive pacing as a result of atrial sensed events falling into refractory. Programming changes were made.